Event description:
Clinical product consultant reports minicap extended life pd transfer set (6") with twist clamp in which a leak was detected during pt use. The pt developed peritonitis. A culture was done and there was growth. The pt was given vancomycin and ceftazidime.